Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that after use, it was noticed that the spring clip had fractured off. The fractured portion was unable to be located. An x-ray was taken to confirm that the broken piece was not embedded in wound.